Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s device stopped several weeks ago and they went to have their device checked. When the ins was checked, they were unable to connect to the ins. The ins battery has depleted due to high usage. The patient tried to start a recharging session, but they received the reposition antenna screen. Two months ago the ins was working fine and they were able to charge every 5 days. The patient was looking to have their ins replaced. It was noted that the implant was a miracle and reduces the burning sensation in the patient¿s leg tremendously. No further complications were reported or anticipated.